Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using two (2) bd vacutainer® push button blood collection sets, the customer experienced leakage wingset. No patient or user impact reported as ppe was worn.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer's photo confirms the reported defect leakage as it displays a device with blood leakage in the front sample above the wing, with the cannula retracted. Additionally, 30 retain samples were functionally tested for sleeve function testing and retraction lockout testing and all devices passed with no evidence of defects or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using two (2) bd vacutainer® push button blood collection sets, the customer experienced leakage wingset. No patient or user impact reported as ppe was worn.